Event description:
It was reported that during a shoulder procedure at the user facility the core micro drill was smoking. It was reported that there was no smells or flames associated with this event. It was also reported that the procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were associated with this event.

Event description:
It was reported that during a shoulder procedure at the user facility the core micro drill was smoking. It was reported that there was no smells or flames associated with this event. It was also reported that the procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were associated with this event.

Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the rotor assembly was found to be corroded. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.